Manufacturer narrative:
It is unk if the device sample is available for eval. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changed were required. Correction action cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available. It is not possible to determine the source or the defect reported. The complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the white connector pops off of the end of the tube. The connector was replaced with another connector. No report of a pt injury or harm to the pt.